Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The hospital pharmacist reported via phone call of customer's hospitalization for high blood glucose levels and hyperglycemia. The customer's blood glucose level was reported to be over 500mg/dl. It was reported that the customer had received low battery alert, and they did not know how to clear any alarms. It was reported that the customer would go on back-up plan and call back when they were out of hospital in order to troubleshoot.